Event description:
It was reported that the patient experienced hypertension, back pain, aortic dissection, partial dissection of the subclavian artery, and bleeding into the chest. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The procedure was completed, and the patient was discharged, but later that day the patient returned to the hospital citing severe back pain. An MRI was performed a few days later which confirmed type a aortic dissection that likely occurred on the same day as the procedure. The patient underwent aortic repair surgery the next day and then returned to the operating room (or) the day after that with bleeding into the chest. A full aorta reconstruction was performed, including aortic root, ascending and large portions of the descending aorta. A potential source for the dissection was identified as coming from the superior portion of the descending aorta. Of note, the physicians were suspicious of an observation during the procedure, when the patient's blood pressure on the non-invasive monitor was very high, but the pressure on the cuff was low. At the time of observation, it was assumed that the non-invasive monitor was not accurate, but in retrospect it may have been accurate; since the left subclavian artery also dissected partly, there could have been different pressures on the left and right sides which might explain the discrepancy between the readings from the noninvasive and cuff monitors. The patient was hospitalized, and the event is ongoing. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.